Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was unable to connect infusion set back after taking shower on (B)(6) 2026. No further information available.